Event description:
Related manufacturer reference number:3006705815-2022-00426. It was reported the patient had skin erosion at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.